Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) due to an extended charge time. There is concern that the battery depleted earlier than expected. No adverse patient effects have been reported.